Event description:
A pt reported experiencing inaccurate high results with a lifescan meter. The pt's blood glucose results were 13.1 mmol/l versus 9.2mmol/l meter to lab. Tests were done within 10 mins with a difference of 42%. Pt did not experience any adverse events. No further info has been reported.